Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent a procedure for a high sub trochanter fracture using a long trochanteric femoral nail advanced (tfna) system. Two months after the initial surgery, the tfna nail was noted broken. On (B)(6) 2019, patient underwent revision surgery due to a broken tfna nail. The broken tfna nail was removed and revised with a new tfna with augmentation. Patient status and surgical outcome were unknown. Concomitant device/s: unknown helical blade (part unknown, lot unknown, quantity 1); tfna screw (part 04.038.195s, lot # h678733, quantity 1); stardrive locking screw (part 04.005.534, lot l914178, quantity 1); stardrive locking screw (part 04.005.538, lot l676438, quantity 1). This report is for one (1) tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 04.037.228s, lot: h542662. Manufacturing location: monument, manufacturing date: jan 17, 2018, expiry date: jan 01, 2028. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Product investigation was completed. Visual inspection of the returned nail confirmed the condition of post operative breakage, which agrees with the reported complaint condition. The nail was returned in two pieces, with the rough & oblique break occurring at the proximal hole. The received condition agree with the complaint description confirming the complaint. Relevant design drawings were reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection met specifications. A definitive assignable root cause for the nail breaking post operative could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: tfna screw (part# 04.038.195s, lot # h678733, quantity 1), stardrive locking screw (part # 04.005.534, lot # l914178, quantity 1), stardrive locking screw (part # 04.005.538, lot # l676438, quantity 1).